Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father called to report the insulin pump had unresponsive buttons. Blood glucose reading was 78 mg/dl. The customer mentioned having seen liquid on the display inside the screen. Possible exposure to moisture at a dance was noted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No traces of moisture were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked case at the reservoir tube window corners.